Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when the nurse went to prime the kangaroo bifurcated extension set for ng baby feed it was found in three pieces. It looked like its been cut. It came packaged that way.

Manufacturer narrative:
A physical sample was not returned for investigation, but three photos were provided. The photos were evaluated, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information, a definitive root cause could not be determined at this time. A quality alert has been issued to the appropriate production personnel for awareness. We will continue to monitor related reports to determine if additional actions are necessary.